Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc catheter for evaluation. Signs of use were observed on the catheter. A 10ml syringe was attached to the proximal luer hub. Visual examination of the catheter did not reveal any defects or anomalies such as kinks , holes, or cuts. The catheter length from the juncture hub to the distal tip measured 166 mm, which is within the specification limits of 157-177 mm per catheter product drawing. The catheter body outer diameter measured 2.86 mm, which is within the specification limits of 2.85-3.00 mm per catheter extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Therefore, the sample passed functional testing. A manual tug test confirmed all extension lines were fully secured within their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal. Some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional and functional requirements including leak testing performed per bs en iso 10555-1. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the nurse was flushing cvc line when leaking at site noted. Line was removed from patient". Additional information reports, the catheter was removed from the patient and the patient is "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the nurse was flushing cvc line when leaking at site noted. Line was removed from patient". Additional information reports, the catheter was removed from the patient and the patient is "fine".